Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. It was replaced with a different lead model. No additional adverse patient effects were reported. Additional information indicated that this rv lead exhibited high shock impedance measurements. The lead was damaged when explanting the lead and it would not return. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. It was replaced with a different lead model. No additional adverse patient effects were reported. Additional information indicated that this rv lead exhibited high shock impedance measurements. The lead was damaged when explanting the lead and it would not return. No additional adverse patient effects were reported.